Manufacturer narrative:
The investigation revealed that it was evident that, the drill had been submerged. This is contrary to the cleaning and sterilization instructions provided with the drill.

Event description:
During an oral max procedure, drill and attachment overheated and caused a second degree burn to the patient's tongue, lip and chin. The patient may require future surgery as a scar and/or hypopigmentation is likely.